Event description:
Caller states, pt tested 2.4 inr and 3.3 inr on the coaguchek xs system. No treatment info provided. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B) (6).